Event description:
User alleges the inflatable seal around the face piece, in some of the masks, is deflated and the hard face piece is found in the paramedics bags often broken. Hosp also stated it is possible that their storage conditions may be a factor. Found prior to pt use.